Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary==> ¿ the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. Biological matter can be observed on the device. The suction tube was cut by the customer and it was not returned. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not returned in its original packaging, a bag only. Active tip is also heavily eroded. Handle assembly is used, no misuse. Cable and plug assembly condition are used, suction tube is missing. Tripolar 90 electrode failed both cut return continuity and ablate activation test. The cut return wire and the cut return mounting have signs of significant heat damage likely caused by rf activation in this area. Further investigation: this device was investigated as it failed for cut return continuity. While investigating the device, it showed that the cut return cable had melted at the contact point with the siamese connector, and this is the cause of the failed cut return continuity measurement. It was mentioned that the melting point looks to be so high that it has melted the cut return wire where it is in contact with the siamese connector. The poor connection between the siamese connector and cut return wire has caused arcing at the point, which has melted the wire and connector socket. The siamese connector used in this device has a flat edge on the right hand side, where there should be a "wing shape". The cause of the poor contact between parts is caused by faulty incoming part siamese terminal. These faulty parts were sent back to the supplier and reworked under ncr. This complaint is substantiated. Ncr raised to allow for return to vendor disposition, and scar raised to contour electronics for rework of siamese terminal from commercial number. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. ¿ based on the information currently available, a product issue was identified during the investigation of the sample received and attributed to a manufacturing error. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number (u2501015), and no non-conformance was identified.

Event description:
This is report 1 of 3 for (B)(4). It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device was broken (2+ pieces) : device fractured. It was initially reported that during a rotator cuff repair procedure, it was discovered that the device was unable to abate. Two replacement devices were used to continue the surgery, but the same issue occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.